Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported swelling at the evoke closed loop stimulator (cls) implant site and lead implant site. During the physician¿s evaluation, an infection was suspected. The evoke scs system was explanted to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to explant.